Event description:
My daughter has the essure. She seems to be getting worse every day. Please inform me of any doctors that will remove this asap. (B)(6). We cannot afford an expensive procedure. (B)(6) has the (B)(6) insurance. I hope to hear from you soon. This is urgent and evidence of many who are having problems so this should not be ignored.